Event description:
It was reported that the patient was experiencing inadequate stimulation and having difficulty charging the ipg. The patient underwent a procedure wherein the ipg and paddle lead was explanted. The explanted device components will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred three years ago from the date the manufacturer became aware of the event. Explant date: (B)(6). Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 20521726.